Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
The health care provider reported that patient reached out to hcp (works for managing hcp) to ask how long the batteries lasted so she doesn't get another uti. Hcp suspected patient programming batteries. The patient would have to use at 5v or higher for it to go low enough to turn off stimulation. Last documentation listed patient using at 1.75 volts but hcp indicated patient likes to turn up high sometimes. The patient reported uti that was confirmed on (B)(6) 2016. Patient believed ins was off (either low ins battery or pp battery) caused the uti. The patient's indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.